Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm l was damaged and leaked blood. The following information was provided by the initial reporter: cannulation of child with above cannula uneventful but blood gushing back around cannula. Unable to stop and blood visible leaking through plastic hub, so cannula removed. Other limb cannulated instead. Details of injury (to patient, carer or healthcare professional): fortunately none. If attempted IV induction (1 year old child), would have been traumatic for child and parent and ultimately unsuccessful as cannula tested after removal and most of any injectate leaked out through hole in hub. Bung also defective (apparently one way valve damaged or absent), and blood/fluid refluxing through bung. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): had to be removed and recannulation done -1 year old with difficult venous access.

Manufacturer narrative:
H6: investigation summary: one photo and one used sample were received by our quality team for evaluation. From the photo, a cannula hub with leakage condition was observed. The used sample was subjected to visual inspection. Longitudinal cracks from the injection port were observed on the returned sample. No damage on the cannula hub wings were observed. The cannula hub appeared to be subjected to compression force at the injection port. No damage was observed on the injection port and protection cap. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the returned sample, leakage was due to cannula hub cracks. From an analysis of the cracks, the cannula hub could have been subjected to compressional force being applied at the injection port. The force at the injection port area depressed onto the cannula hub in a downwards direction and caused the cracks on the cannula hub. The manufacturing process was reviewed. The possible assembly station that could apply a force on the cannula hub from the injection port is the protection cap assembly station. If the cannula hub was not sealed in the correct position at the protection cap assembly station, the assembly tooling would compress on the injection port and cause the cannula hub to crack and damage the protection cap or the cannula hub wings. However, no damage was observed on the protection cap and cannula hub wings. Therefore, the root cause may not be due to the manufacturing process. The probable root cause could have occurred during handling (transportation, storage, loading and unloading, etc) where the product could be subjected to external force being applied. However, it was unclear how the product has been handled out of the manufacturing plant, therefore, the root cause could not be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm l was damaged and leaked blood. The following information was provided by the initial reporter: cannulation of child with above cannula uneventful but blood gushing back around cannula. Unable to stop and blood visible leaking through plastic hub, so cannula removed. Other limb cannulated instead. Details of injury (to patient, carer or healthcare professional): fortunately none. If attempted IV induction (1 year old child), would have been traumatic for child and parent and ultimately unsuccessful as cannula tested after removal and most of any injectate leaked out through hole in hub. Bung also defective (apparently one way valve damaged or absent), and blood/fluid refluxing through bung. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): had to be removed and recannulation done -1 year old with difficult venous access.